Event description:
An aneurx bifurcated stent graft of unk size was attempted to be implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. It was reported that the diameter of the iliac arteries was 6.8mm on one side; however, the iliac arteries were not tortuous or calcified. It was reported the physician was unable to gain access to the iliac artery. The 22 french sheath would not advance so it was removed and the physician's attempt to insert the device bare was unsuccessful. It was reported that at some point during the procedure the artery was damaged and an iliac to femoral bypass was performed. It was unk what caused the vessel damage. No additional clinical sequelae were reported, and the pt is reported to be fine.